Event description:
It was reported that at the patient's office visit the device had shown to have had an electrical reset. The por (power on reset) was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that there was a power on reset (por) as the device experienced a critical ram parity error por on (B)(6) 2012 in location "1a cd". Device should be able to recover from the event and continue normal function.